Event description:
Same case as 2134265-2013-03003. (B)(4). It was reported that following a stenting treatment procedure, angina and EKG changes with dramatic st depression in the anterior leads and elevated troponin consistent with myocardial infarction occurred. In (B)(6) 2010, the target lesion #1 was located in the distal right coronary artery (rca) with 80% stenosis and was 16 mm long with a reference vessel diameter of 2.75 mm. The target lesion #1 was treated with direct stent placement using a 2.75 x 16 mm taxus liberte stent with 0% residual stenosis. The target lesion #2 was located in the mid rca with 95% stenosis and was 28 mm long with a reference vessel diameter of 3.25 mm. The target lesion #2 was treated with pre-dilatation and placement using a 3.00 x 28 mm taxus liberte stent. Following post dilatation, residual stenosis was 0%. The patient was discharged one day post procedure on aspirin and clopidogrel. In (B)(6) 2012, the study drug was last taken. In (B)(6) 2012,the subject presented with angina and EKG changes with dramatic st depression in the anterior leads and elevated troponin consistent with myocardial infarction. The patient was hospitalized on the same day. The 90% stenosis in ramus was treated with thrombectomy followed by balloon angioplasty. 50% in-stent restenosis of the study stents in the rca was also noted. The event was considered resolved without residual effects. The patient was discharged on the same day on aspirin.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device was not returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).